Event description:
It was reported that patient presented for an implant procedure. The right ventricular lead exhibited high capture threshold and unspecified sensing issue. The lead helix failed to retract when attempted to screw in the myocardium. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture, sensing issue, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of inadequate capture and sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The helix mechanism test could not be performed due to the helix damaged as received. Visual and x -ray inspection of the lead confirmed the helix was stretched, bent, and damaged as received. The cause of the reported event was isolated to the helix damaged consistent with procedural damage.